Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they met with their healthcare provider (hcp) on (B)(6) 2019. The device needed reprogramming and is now working. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that their device had not been working for six months. It was noted they thought something was wrong and needed an adjustment. They also stated they would like to have the implant removed and needed a healthcare provider (hcp) to do it. No patient symptoms or further complications were reported as a result of this event.